Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the guiding part became detached. A guidezilla guide extension catheter was selected for use. During preparation when the physician pulled the device out from the loop, it was noticed that the guiding part was missing. The loop was inspected and the guiding part of the guidezilla was found detached inside the loop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a complete separation at the collar of the device, with blood on the distal end of the shaft near the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the guiding part became detached. A guidezilla¿ guide extension catheter was selected for use. During preparation when the physician pulled the device out from the loop, it was noticed that the guiding part was missing. The loop was inspected and the guiding part of the guidezilla was found detached inside the loop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.